Manufacturer narrative:
Findings: the customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 142 mg/dl. Customer stated that there is crack on the battery compartment. Customer doesn't know how damage happened. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 142 mg/dl. Customer stated that there is crack on the battery compartment. Customer doesn't know how damage happened. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.